Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to hospital in ventricular fibrillation (vf) and had received antitachycardia pacing but device had declared return to sinus when the vf had continued. Patient has a left ventricular assist device (lvad) and experiences no hemodynamic compromise. Programming change was made. Patient was in good condition.